Event description:
The user stated they run a pt pool specimen every hour for creatinine. The pooled sample initial creatinine result was 3.6 mg per dl. The same sample was repeated and gave results of 2.3 mg per dl and 1.6 mg per dl. No pt erroneous results were generated.

Manufacturer narrative:
The field service representative determined there was reagent contamination. He removed and cleaned inside the reagent tub, checked r1 and r2 pipettor joints for leaks, replaced solenoid valves bearing for r1 and r2 syringes and replaced the input water tube from valve to syringe body. He also ensured all fluidic adjustments and probe and stirrer alignments were ok.